Event description:
Novasure device was inserted into the uterine cavity, but cavity integrity task could not be passed; despite addition of agents to occlude the cervical canal at the os, and application of additional tenaculum. A second novasure array functioned normally. Cavity integrity test was passed, and the ablation was carried out without difficulty.====================== manufacturer response for impedance controlled endometrial ablation disposable device kit, novasure======================vendor representative present during case to support physician.